Event description:
The doctor reported that an error message appeared on the screen and the machine could not be used. Patient was prepared for a vitrectomy (scleral surgery). This is the patient's only eye. Additional information received in 2006, stated that the patient had the cerclage done, but no incision to the sclera had been performed. The patient was sent home and vitrectomy was performed the following day, after the machine was fixed (in 2006). The surgeon stated there was no patient injury, surgery went well, and the patient is doing fine. Additional information received from the surgeon's questionnaire on 01/16/2007 stated patient was hospitalized on the event date, as a result of the event. Band was performed os; following day ppv os was performed (vpp had to be postponed). Outcome of event was too early to assess.

Manufacturer narrative:
A company service rep checked the system and replaced the damaged 57 psi valve. Investigation is in progress.